Manufacturer narrative:
This product was received and tested by technical services who confirmed that the baton flickered when the cable was turned to different positions. The fault was determined to be an electrical connection failure. No repair was available; the blade was replaced and the returned device was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, the image from the baton was flickering when the cable was turned to different positions. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.